Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker patient experienced a syncopal episode. There were no stored episodes that correlated to the syncopal event. The cause of the syncope was unknown. This pacemaker remains in service. No additional adverse patient effects were reported.